Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation, investigation findings investigation conclusions h11. Iabp catheters pressure monitoring site found crack or damaged during procedure no decon or visual inspection performed since product was not returned and could not be evaluated therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three months based on the rational provided above no escalation to the CAPA process is required

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d10.

Event description:
It was reported that a crack or damage was observed at the pressure monitoring site of a linear 40 cc catheter. The issue was identified prior to balloon insertion, and the catheter was not used. No harm or injury to the patient occurred, and the patient was not involved.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the linear 40cc catheter's pressure monitoring site found crack or damaged during procedure. No harm or injury to the patient was reported.